Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on this device and right ventricular (rv) lead. No inappropriate therapy was reported. This device was explanted, the rv lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No additional adverse patient effects were reported.